Event description:
Additional information was received that this patient was seen for normal follow-up. On review of daily measurements every other day shows 135 ohms and then >200 ohms. Rv pacing and sensing were normal. The device was programmed to the triad shock vector. The other shock vectors were also tested and rv coil to can yielded 156 to 157 ohms; rv coil to the proximal coil yielded and proximal coil to can were both greater than 200 ohms. Isometrics and pocket manipulation did not elicit any significant noise. On stored nonsustained ventricular tachycardia events there was a little noise noted on the shock electrogram (egm), but it was not significant. Boston scientific technical services (ts) discussed the issue and evaluation options with the field representative. Subsequently, further information was received that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The generator remains in service.

Event description:
Boston scientific received information that this patient recently underwent a generator change-out. With this right ventricular (rv) lead and the new implantable cardioverter defibrillator (ICD) high, out-of-range (oor), shock lead impedances were noted. The shock lead impedance measurement was 155 ohms. Connections were rechecked. The system was evaluated with two high energy shocks after the pocket was closed and yielded impedances of 81 and 87 ohms. Manual impedance testing through the device then showed shock lead impedances in the 120s. The physician was going to monitor. A clinic evaluation was done approximately ten days post procedure and the shock lead impedance was >200 ohms in all configurations. Boston scientific technical services (ts) discussed follow-up options with the field representative. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.